Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fractured. It was noted that the lead exhibited oversensing and high impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.